Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of our surgical light ¿ powerled 700. As stated by the customer the light head of the device was not properly fixed on its fork and there was a possibility of falling down of the light head. The issue was discovered before any procedures, therefore no patient involvement was reported, however we decided to report this case in abundance of caution and based on the potential as a light head falling down might led to serious injury or worse. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As stated by the customer the light head of the device was not properly fixed on its fork and there was a possibility of falling down of the light head. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification sue to not proper connection between fork and light head and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Complaint issue is indicated by our product experts to be a combination of manufacturing error and user error (lack of proper preventive maintenance). The product powerled user manual 01581 includes an information to daily check the device before use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.